Event description:
Boston scientific crm received information that this left ventricular lead had exhibited a high out of range impedance measurement of greater than 2000 ohms. A chest x-ray was taken that showed the lead had a fracture. A lead revision is scheduled. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced.